Event description:
It was reported that during the ilet learning period the user announced a meal and experienced hyperglycemia to 400 mg/dl, disconnected from the ilet, and administered a subcutaneous insulin pen injection, after which they reconnected and had no further issues; the user reported no issues with supplies and the event did not require outside assistance or medical intervention. Symptoms included stomach pain, dry mouth, and fatigue. Outcomes included transient hyperglycemia that was corrected with manual insulin administration without hospitalization or ongoing impairment. Investigation included troubleshooting and user education. Investigation of this case revealed no device or supply malfunction reported and an unclear cause of the hyperglycemia during early system learning. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.